Manufacturer narrative:
The device history record was reviewed, and no irregularities were noted. It is thought that the popliteal artery (soft tissue) and nerve damage occurred during the handling of surgical instruments. We concluded that the quality of this product has no relation to this event. The osferion bone void filler package insert status in the following section: warning and precaution: 1. Important basic precautions (3) when load bearing vapacity has been weakened or reduced due to fractures, etc., os ferion should only be used if the bone can be reliably immobilized by using external or internal fixations etc. Otherwise, compaction of fractures may occur. (4) if necessary, the fracture should be stabilized using external or internal fixations to prevent post-implantation migration or extrusion of the osferion due to loosening. Adverse events: infection, nonunion, fracture, fever, pain, local sensation, red flare, inflammation. This report is being submitted as a medical device report is an abundance of caution.

Event description:
A patient underwent around the knee osteotomy (ako). The surgeon in charge of the patient fixed the osteotomized bone with a bone plate and bone screws and filled the space created after the osteotomy with this product (bone void filler). When releasing the tourniquet before wound closure, the surgeon observed excessive bleeding from the wound. After completing wound closure, the surgeon investigated the blood flow in the affected lower limb with palpation and doppler ultrasonography. Based on the investigation results and the findings of poor foot movement and skin discoloration, the surgeon suspected the blood vessels and nerves in the affected lower limb to be damaged. The patient was transported to a nearby hospital by ambulance and diagnosed as having injuries to the popliteal artery and nerves in the affected lower limb with examination. Note: prior to the osteotomy with an oscillating saw, the surgeon placed a retractor onto the posterior surface of the tibia. The popliteal artery and nerves were probably damaged during the osteotomy. According to the surgeon, no noticeable damage was observed on the retractor after the osteotomy.

Manufacturer narrative:
The additional information of the section h#5 has been completed.